Manufacturer narrative:
This patient was part of the(B)(6) clinical trial, the implanting physician is dr.(B)(6). Device not returned to manufacturer.

Event description:
An (B)(6) female who has valvular and vascular heart disease and had a previous history of aortic valve regurgitation. A perceval valve size 23mm was implanted on (B)(6) 2014 as well as device implant a coronary artery bypass graft was performed in the procedure. The patient then suffered a non-stemi in (B)(6) 2017 and underwent pci of mid 95% stenosis of rca vein graft. Echocardiogram performed at that time revealed critical aortic stenosis with a calcified valve area of 0.5 cm². In addition, the patient has a thrombus, underlying the valve leaflets in relation to these issues. The patient was a non-candidate for tavr. The patient presented to outside hospital with complaints of worsening exertional dyspnea for the last 2 to 3 days as well as orthopnea where she has had to sit up in a chair to sleep. She has a nonproductive cough. Her exertional dyspnea has limited her activities quite significantly and she presented to the outside hospital emergency department. The patient denies any recent weight gain, no fevers chills, or sweats, no lower extremity edema, and no dizziness or syncope. On (B)(6) 2017 the patient was given a full standard sternotomy and with the crossclamp applied and the heart stopped the surgeon made his aortotomy above the stj and removed the perceval valve. The valve was difficult to remove and the surgeon used wire cutters to remove the stent portion of the valve first and then freed the inflow portion of the valve around the native annulus and lvot. Surgeon stated the valve was too big and oversized and then placed a medtronic 23mm freestyle root.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4) were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.